Event description:
The customer reported that during acl reconstruction surgery, the screw broke during insertion. Surgery was completed successful using another biosteon screw.

Manufacturer narrative:
Based on the information available, possible suspected root causes: failure to tap/use dilator. Use of damaged or bent driver. Graft/screw/tunnel not appropriately sized insertion over bent guidewire.